Event description:
A pericardial effusion (pe) occurred; the procedure was cancelled. During the procedure, a versacross connect access solution kit was selected for use for a left atrial appendage closure (laac) procedure. The patient was intubated by general anesthesia. Transesophageal echocardiography (tee) was performed prior to the procedure and a small pleural effusion was noted at right ventricle. The groin access was obtained and the versacross rf wire was advanced into the superior vena cava (svc) towards the septum. Following (B)(4) unsuccessful attempts to obtain an appropriate location and visualization on the septum, an effusion was noted on tee around the right atrium (rt). At this point, the physician stopped the procedure, reversed heparin was given, and monitored the effusion, which was deemed stable shortly after, as well as the patient. The patient was then admitted for overnight observation for a follow-up echocardiogram. The follow-up performed next day showed minimal effusion and the patient was discharged. Product is not expected to return for analysis (disposed). The small pleural effusion around the right ventricle noted prior to the procedure remained unchanged in size when the pericardial effusion occurred. The patient was not under warfarin, but it was under eliquis at the time of procedure. It was not possible to determine at what point the pe occurred, and transseptal puncture was never performed (rf was not applied). It was reported that the versacross rf wire and dilator had an issue with positioning, to get location on septum, repositioned into svc multiple times to drop again. Also, it was reported an issue with visualization of the rf wire on tee, and the rf wire did appear to have a slight kink toward distal end when removed (physician commented that might have occurred when he tried advancing sheath and rf wire together). In the physician's opinion, they are unsure what caused the pe and whether or not the versacross devices contributed to the event. It was further confirmed that the pre-existing effusion noted was a pericardial effusion and not a pleural effusion as originally mentioned.

Manufacturer narrative:
Due to additional information received, the field b5 (describe event or problem) was updated. Thus, this supplemental MDR is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator.

Event description:
A pericardial effusion (pe) occurred, the procedure was cancelled. During the procedure, a versacross connect access solution kit was selected for use for a left atrial appendage closure (laac) procedure. The patient was intubated by general anesthesia. Transesophageal echocardiography (tee) was performed prior to the procedure and a small pleural effusion was noted at right ventricle. The groin access was obtained and the versacross rf wire was advanced into the superior vena cava (svc) towards the septum. Following three unsuccessful attempts to obtain an appropriate location and visualization on the septum, an effusion was noted on tee around the right atrium (rt). At this point, the physician stopped the procedure, reversed heparin was given, and monitored the effusion, which was deemed stable shortly after, as well as the patient. The patient was then admitted for overnight observation for a follow-up echocardiogram. The follow-up performed next day showed minimal effusion and the patient was discharged. Product is not expected to return for analysis. (Disposed). The small pleural effusion around the right ventricle noted prior to the procedure remained unchanged in size when the pericardial effusion occurred. The patient was not under warfarin, but it was under eliquis at the time of procedure. It was not possible to determine at what point the pe occurred, and transseptal puncture was never performed (rf was not applied). It was reported that the versacross rf wire and dilator had an issue with positioning, to get location on septum, repositioned into svc multiple times to drop again. Also, it was reported an issue with visualization of the rf wire on tee, and the rf wire did appear to have a slight kink toward distal end when removed (physician commented that might have occurred when he tried advancing sheath and rf wire together). In the physician's opinion, they are unsure what caused the pe and whether or not the versacross devices contributed to the event.